Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation from the left ventricular (lv) lead. The patient had phrenic twitch / tremor left pectoral. The device was reprogrammed to decrease the amplitude and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694775 implantable tachy lead, (B)(6) 2011; d234trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).